Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the severely calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0x9 mm maverick 2 balloon. The physician attempted to place a 3.00x12 mm taxus express2 drug eluting stent. The stent would not go beyond the ostium of the lad. The non-boston scientific guide catheter was inserted further for extra support in the left main. The stent delivery system (sds) was then removed, however, there was resistance which was felt to be due to the calcium. When the sds was removed, it was noticed that the stent was no longer on the balloon. The stent had lodged in the calcium. A 3.0x12 mm non-boston scientific balloon was used to retrieve and deploy the dislodged stent in the lad. Four additional taxus stents (two 3.00x16 mm, a 3.00x24 mm, and a 3.00x12 mm) were placed in the lad to complete the procedure. The physician said "that it was not fault of stent, but because anatomy was heavily calcified." Medications used: versed, angiomax, fentanyl, nitro, plavix. No pt complications were reported. Patient status reported as "ok."